Event description:
It was reported, that "the pt had a strong cough and dislodged the trach far enough where the rubber bands used to keep trach in place kinked the inner cannula." Note: the trach tube was placed in 2000 and they only change the inner cannula (dic) on a daily basis.